Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the outer cylinder at the tip of a vitrectomy cutter came off during a procedure. The procedure was completed after the product was replaced with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with the needle broken off and place in a zip top bag in a bubble bag with other items. The sample was visually inspected and found to be nonconforming with the probe needle broken off at the stiffener sleeve. The stiffener was observed to be attached to the probe assembly and it did not move. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the probe needle broken condition. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirm the probe needle was broken, which can be perceived as the tip came off. The exact root cause of the broken probe needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the broken probe needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).